Event description:
It was reported that the oscillating saw attachment stopped and would not work again during surgery. This event is related to a malfunction that could potentially lead to a serious injury. However, no patient harm or further outcome was reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2: foreign - turkey investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The device has not been returned for evaluation and pictures were not provided. Device history record review was performed. Device was 19 months old and is not out of box failure. Review of the device history record identified no deviations or anomalies during manufacturing. With given information, adefinitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.